Manufacturer narrative:
Medtronic received the following information from a journal article entitled; infected evar endograft - a lesson to be learned castelbranco o, nasc c, castro e sousa l, ferreira t, medeiros d rev port cir cardiotorac vasc. 2020 oct-dec;27(4):298. Pmid: 33280322. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted in the endovascular treatment of a 65mm contained ruptured abdominal aortic aneurysm on an unknown date. Two months later the patient was admitted due to fever and lower back pain. Urine and blood cultures were negative. A CT scan revealed a left abscess around the psoas muscle and air around the around the prothesis. The patient was commenced on antibiotics for 6 weeks until resolution of the septic symptoms. One and a half year later, the patient returned to the ER due to the same complaints of fever and back pain and again was treated with antibiotics. Since that the patient had 4 further episodes of fever and it was than proposed to explant the stent graft. A staged procedure was chosen which consisted in axillo-bi-femoral bypass with silver coated graft, followed by prothesis removal and resection of the aneurysm sac with direct closure of the aortic stump. In the laparotomy the physicians observed an aorto-enteric (duodenum) fistula. The duodenum was closed with primary repair and the aortic stump reinforced with greater omentum. Intraoperative cultures coming from the sac and the eg specimen were positive for escherichia coli and candida albicans. The patient was discharged from hospital in a stable condition. No additional clinical sequelae were provided and the patient is fine.